Event description:
The customer contact reported device breakage or separation at the port. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the tubing set was breaking or separating at the an unspecified port of the tubing set. No specific details were provided. There were no reported adverse patient effects and no delay in therapy critical to the patient. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.